Event description:
The patient is implanted with a scs system which includes two leads (model 3186, lot #4029617) from the same lot. It was reported, the patient lost stimulation approximately two weeks ago. Lead diagnosis revealed multiple contacts are invalid. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to implant a new set of leads. Therapy has resumed and patient is receiving effective stimulation.

Manufacturer narrative:
(B)(6). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove the percutaneous leads; however, there was too much scar tissue to implant new leads. The procedure was abandoned and the ipg was left in place with port plugs. Surgical intervention may be pending to address this issue.